Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 378-379 mg/dl with high ketone levels resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Reportedly, customer was used fiasp insulin for insulin therapy. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. Customer went to the emergency room (ER), however, left after 3.5 hours of waiting. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing and infusion set cannula in use at the time of event. Customer was advised to stop using fiasp insulin and revert to novorapid.